Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left forearm vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, durin initial inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.